Event description:
Head of bed was flat turned and the patient was on his on side to do wound care when staff saw a large spark and smoke. Bed was unplugged. Appropriate personnel were notified about electrical fire. Investigation showed that the magnetic clips that hold the electric cable in place had migrated, causing the cord to become frayed and broken, potentially causing the spark and smoke.